Event description:
It was reported the patient never had therapeutic effect. Therapy was having the opposite of the intended effect. The patient was going more often. The patient had turned stimulation off and was waiting for reprogramming. Following reprogramming, the patient had greater than fifty percent symptom reduction. The patient had recovered with permanent impairment.

Event description:
It was reported the note of ¿permanent impairment¿ was a mistake.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# va0cvem, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
Additional information revealed outcome attributed to adverse event selection of "other" does not apply. Type of reportable event selection of "serious injury" does not apply.